Event description:
It is reported that the patient was revised due to concerns of corrosion. During the revision surgery corrosion was found on the trunion between the head and stem.

Manufacturer narrative:
This report will be amended when our investigation is complete.